Event description:
It was reported the pt was hospitalized due to deep vein thrombosis. The pt stated "he got it because of the lack of movement due to the pain" the pt had. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).